Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted the white sleeve step was out of tolerance. Functional testing, including clear passage and leak testing was performed with no issue noted. Clamp function testing noted there was difficulty to position sleeve in lock position. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "roller clamp" (twist clamp) of a ce minicap extended life pd transfer set ¿would not click closed¿. This was identified while the nurse was changing the transfer set for use in peritoneal dialysis therapy. There was no patient involvement. No additional information is available.